Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 had failed. Upon arrival of field service engineer (fse) no failures were observed even though fse adjusted the latch and found the bus cable slightly disconnected, which may have caused the issue. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer recovered but kept failing. User tried to reboot and recover the station, but still the issue persists. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.